Manufacturer narrative:
The product has been requested for evaluation; however, still not received. A review of the manufacturing records and testing of retain samples have concluded that the product was formulated and manufactured according to local and global specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A pharmacy reported that while on a holiday a consumer soaked their contact lenses from a different manufacturer in the renu multi-purpose solution which caused the lenses to expand. The consumer inserted the expanded lens into their eyes and experienced a burning sensation. They reported they were unable to see for two days. The consumer sought treatment and was diagnosed with a chemical burn. At the time of the diagnosis the patient¿s visual acuity changed from -3.00 to -5.25. They were treated with an unknown corrective treatment and advised to discontinue contact lens wear. The patient has since recovered; however, their visual acuity remains decreased by about 1.5-2 diopters per eye.

Event description:
Additional information was received from the consumer, they indicated they have corneal edema in one eye and they are currently undergoing a third corrective treatment.

Manufacturer narrative:
Device was received and evaluated. The results of that evaluation revealed that the solution met all chemical specification requirements and concluded that no product defect was found. Based on all information, no causal factors can be determined and no conclusion can be drawn.